Event description:
Customer reported that the device was not recognizing the quick combo therapy cable connection and gave the "connect electrodes" message during the user test. The reported failure would not allow defibrillation therapy delivery through the therapy cable. However, the device passed the user test successfully with the external hard paddles. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the programmed system pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use.